Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine device change out procedure, insulation abrasion was noted on the left ventricular lead. All electrical measurements tested normal. The lead remained implanted and the patient would continue to be monitored. The patient's condition was good.